Event description:
It was reported the complete device system was removed due to infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID (B)(4), lot# d17699, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ accessory, product ID (B)(4), serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ lead, product ID (B)(4), lot# n303083, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ screening device, product ID 3550-39, lot# n275342, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ accessory, product ID (B)(4), lot# n295969, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product typ accessory. (B)(4).